Manufacturer narrative:
No injuries were reported. The device history record confirms that the product passed and met all requirements before releasing. Field site engineer arrived on site and evaluated the device. Fse confirmed device had a broken output shutter. To resolve the issue, a replacement output shutter was ordered. Fse advises site not to use the device until output shutter is replaced. Due to the site reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the picosure laser fired without the operator pressing the foot pedal.